Manufacturer narrative:
A second physician was reported with this event: (B)(6).

Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-05574 for a description of the first device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. Additional information received from dr. Libby's office on (B)(6) 2013 noted that the patient has not had any complications or complaints. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.